Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed precharge voltage error messages. This error message will prevent the system from booting up. There is no report of pt injury associated with this event.